Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique prior to an endoprothesis interventional procedure. Reportedly, while removing the plunger, only the needles came out. The sutures of two new proglide devices were successfully pre-placed. The endoprothesis procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures of the first and third device used. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record cannot be performed as the lot number was not reported. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received: the initial sheath size was 5f sheath and upsized to 14f sheath.